Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported camera head not working, error e226 during maintenance involving an olympus camera head. The customer suspected that the cause of the error e226 was due to a faulty cable. There was no patient injury reported.